Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 49 mg/dl; cause was unknown. Customer addressed their bg with consuming carbohydrates, however received additional treatment of intravenous fluids of saline, orange juice, and gatorade. Customer was discharged on 8/1/25 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.